Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had major bleeding in the low gastrointestinal (gi) tract. The patient was on warfarin anticoagulant therapy at the time of the event. The patient was re-admitted for this. This was caused by a pre-existing lesion or disease at the bleeding site. There was a 3 mm ulcer and exposed vessel on the opposite side of the ileocecal valve; hemostasis achieved via endoscopic cauterization. This was not related to the heartmate 3. The patient was admitted from (B)(6) 2025 to (B)(6) 2025.